Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the reported failure was confirmed. The conductor wire insulation was retracted at the grip hub . Components adjacent to this wire did not show damage. The instrument passed electrical continuity test.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, fenestrated bipolar forceps instrument was noted with a frayed cable. The physician assistant at bedside noticed that one of the bipolar cords was pulled, exposing the uninsulated cautery cable underneath. The instrument was removed and replaced. The procedure was completed robotically with no reported injury.